Event description:
It was reported that the surgeon removed the trial handle to take a couple of x-rays with the trial in the disc space. Upon reinserting/rethreading the trial inserter into the trial, the threaded tip broke off inside of the trial. The surgeon used a curette from the hospital to remove the trial from the disc space and then used a second trial inserter to trial different sizes for the rest of the case. There were no adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment. Results: the device was returned for evaluation. The tip of the inserter was found to be fractured off the threading indicating an improper insertion of the tip into the trial. The fractured piece was stuck in the returned trial. No anomalies were found on the trial. No relevant manufacturing issues were identified for the reported lot. Per email correspondence with the rep, there was no cross threading between the trial handle and trial. L5-s1 was the level for this surgery. The angle was not too steep, there was no struggling with inserting the trial or removing the trial. There was no issue with the trial other than the tip of the inserter breaking off inside of it. The IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. Conclusion: the age of the device (~10 years) concludes plausible root cause to be due to normal wear based on age and extensive use of the device.

Event description:
It was reported that the surgeon removed the trial handle to take a couple of x-rays with the trial in the disc space. Upon reinserting/rethreading the trial inserter into the trial, the threaded tip broke off inside of the trial. The surgeon used a curette from the hospital to remove the trial from the disc space and then used a second trial inserter to trial different sizes for the rest of the case. There were no adverse health consequences to the patient.